Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for eval. It showed signs of clinical usage. There was no evidence of blood on the device. The loading device was not returned. The seal was extended outside of the delivery device and was cracked along the third and eleventh rows from the center. The green slide lock and white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint for "failure to load" was confirmed.(B)(4).

Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, a crack was found on the heartstring iii seal. A replacement device was used to complete the procedure. The hosp did not report any pt effects.